Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The expected fasting blood glucose test result range is 190 to 220 mg/dl. The blood glucose testing is performed three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking medication to manage diabetes. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 02/13/2017 and open vial date is about 30 days. The meter memory reviewed for fasting test results (date / time not set): (B)(6). Adverse event not reported.